Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 53mmol/l. Troubleshooting was performed. Verified the time and date in the insulin pump. Reviewed the alarm history and found no delivery alarms. Assisted the caller to run a fixed prime test and the insulin did exit. The tubing clamp was not available to perform the high pressure test, but the displacement test was performed and passed. It was stated that the customer fell uncomfortable and requested the device be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.